Event description:
Reinfusion pump tubing sheared by roller mechanism upon 1st reinfusion cycle (return line roller clamp was found to be closed). This is the second occurence of tube shearing in this month.